Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer¿s blood glucose level. The customer replaced the cartridge, cleaned the cartridge slot, and was able to resume insulin delivery, resolving the issue.